Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Facility stated bixcut reamer tip broke off from shaft. Reamer head was left in patient femur. Ball tip wire was not used.

Event description:
Facility stated bixcut reamer tip broke off from shaft. Reamer head was left in patient femur. Ball tip wire was not used.

Manufacturer narrative:
The reported event that reamer shaft, mod. Trinkle bixcut ø8.0x448 mm was alleged of issue (instruments - reamer - broken) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history and risk management file some of the possible causes of this failure are mechanical overstressing, ao joint damaged, handling failure etc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.